Manufacturer narrative:
Suspect device received on march 31, 2025. Device evaluation completed on april 24, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the gel mod-rnd 400cc breast implant was found to be ruptured and received in two parts. In addition, an area of shell abrasion was observed on the edges of the tear. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with a mentor memorygel 400cc silicone prosthesis experienced a left-sided device silent rupture following implantation. This complication was confirmed through a mammogram examination. As a result the patient underwent bilateral replacements as follow l) 350-7405mc/ 2016724-013, r) 350-7405mc/ 2032678-001 on (B)(6) 2025. Note: ip-02366943 (right) was created to capture the analysis findings of two devices returned with the same lot number, and both ruptured.